Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300-400 mg/dl range and a bolus via the pump was delivered to address the high bg. The customer stated that a new course of steroidal medication was the cause of the high bg. The customer has discussed the bg levels with a healthcare provider.